Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during the functional testing and based on the archive data review. The root cause for the ua 12 was due to the switch lever being non-parallel to the switch likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in february 2010, and it is more than 11 years old, well beyond its expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, a cracked front and bottom cover were observed on the platform. These physical damages are likely due to user mishandling, such as a drop. The front and bottom cover needs to be replaced to address these issue. Also, it was noted that one of the head restraint wire was cut. The head restraint could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraints does not render the autopulse platform non-functional. The likely root cause for the reported complaint was due to mishandling. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to frequent use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review showed occurrence of multiple ua 12 error message on the reported event date, thus confirming the reported complaint. During functional testing, ua 12 error message displayed upon power up of the platform, thus confirming the reported complaint. The lifeband clip detect switch inspection shows that the switch lever was not parallel to the switch block face resulting in (ua) 12 error as expected. The readjustment of the switch lever and verification using a standard belt test clip aid was performed to address the ua 12 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number 31050. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome.

Event description:
The autopulse platform (B)(4) was used on a (B)(6) male in cardiac arrest. The displayed user advisory (ua) 12 (lifeband not present) error message upon powering on. The crew was unable to clear the error message and immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased in the hospital. Per the reporter, the patient's outcome is not related to the autopulse platform.